Event description:
A ventilator was returned to the MFR for routine preventive maintenance. There was no allegation of device malfunction. The device was not in pt use.

Manufacturer narrative:
During eval of the device at the MFR's service ctr, an issue with the ventilator's oxygen valve assembly was observed. The damage was consistent with the device being dropped. Oxygen valve assembly. The device was returned to the customer unrepaired, per the customer's request.